Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer that he has received a bad batch of infusion sets. It will give the 1st dose, and then on the 2nd dose the pump will alarm no delivery. It's like the infusion set is clogged. The customer reported that he just got out of hospital and blood glucose was running 500mg/dl something. The customer will call back when the issue recurs to troubleshoot. The device will not be returned for analysis.